Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not allow 3d spin and was giving error 155 in the log files. The booster board was replaced. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system used outside of procedure. It was reported that during inspection the site found that the system would take ap and lateral, but would not spin. There was no patient involved with the event.